Event description:
Patient was post-op, as rn was taking out the IV, the IV catheter did not slide out easily. Called for a second rn to examine the site. Second rn gently turned the IV hub and the catheter broke off leaving 3/4 of the IV catheter still in the patient's hand. Pressure immediately applied over the site. Patient required surgical cut down to extricate the remaining portion of the IV catheter. Patient was discharged home.